Event description:
Meter malfunctioned. As a result, rptr required medical treatment on 5/17/93 for being over medicated with insulin. Rptr said that it was determined that his device failed to maintain its calibration. Rptr stated that each bottle of strips contains a calibration strip for the device. The device must be standardized to each new bottle of strips. Rptr returned his device to co. Since this incident occurred the rptr learned that a friend who has the same device recalibrates it several times a week because it fails to hold it's calibration. Rptr has been diabetic for almost 34 yrs and has used gloucose meters since 1975. Rptr takes 4 injections a day and uses the meter at least 4 times daily. Rptr has returned the device and testing sensors to co for evaluation.